Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side no complaint against the device but later it was discovered "partial deflation of the right side prior to surgery". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h3 and h6. Device analysis: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening device in the posterior side assessed as fold flaw opening, observed broken device in the posterior side assessed as surgical damage and missing piece of shell assessed as inconclusive. Additional observations: observed creases on the device. Observed wear abrasion on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side no complaint against the device but later it was discovered "partial deflation of the right side prior to surgery". Device has been explanted.